Event description:
It was reported that pump experienced malfunction indicated by malfunction code, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was guided by Technical Support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction reappeared, and caller acknowledged and understood instructions.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.